Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a post-operative x-ray revealed a fractured maxan screw. Patient impact is currently unknown and it is unknown if the surgeon plans to revise the construct.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Device evaluation: the device was not returned, however an x-ray image was provided which shows that a screw has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a post-operative x-ray revealed a fractured maxan screw. Patient impact is currently unknown and it is unknown if the surgeon plans to revise the construct.